Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported stuck button alarm and blank display. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Display returned after cleaning contacts and after inserting a new battery. Pump was not dropped/bumped or exposed to moisture. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit powered on properly. No blank display noted. Unit successfully downloaded using thump software. Unit passed self test. Unit's keypad functioned properly and navigated through menus. However, on adapt, stuck key alarm 61 was recorded on (B)(6) 2024 at 20:07:30.000 hour and at 20:56:26.000 hour. Pump was cut open to perform visual inspection and found moisture damage on keypad flex connector gold traces and force sensor. Isolate to electronic assembly. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, customer concern for keypad/button unresponsive/button error and blank display is not confirmed. In addition, moisture damage was noted on electronic assemblies. Isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.